Event description:
Received a false positive result from an ellume covid-19 home test that was not included in the recent recall. After receiving a positive result from the ellume test, I went to an urgent care and was tested negative for covid-19. (My husband used the same brand home test with the same cold symptoms and received a negative result). Analyzer ID: (B)(4), lot number: 21195-020. FDA safety report ID# (B)(4).